Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot#: v836594, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v814695, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v836594, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v814695, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome. It was reported that the leads are wrapping around the device, the patient indicating that it has not been controlling their pain a whole lot. There is a loss of peripheral stimulation in areas of pain due to all leads rolling up behind battery. Lead revision will occur the week following the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.